Manufacturer narrative:
Correction on initial report: b.2: additional information provided: it was reported by the customer that the clinician believes the pump was initially programmed incorrectly by the ER.

Event description:
It was reported that the there was an over infusion of insulin. The patient was initiated on an insulin infusion in the emergency room (ER) at a rate of 5.8ml/hr and transferred to the intensive care unit (ICU). While in the ICU, the infusion was titrated to 16.5ml/hr, to treat a blood glucose of 883. It was noted that "after a few minutes" the pump alarmed "free air" and the insulin bag was empty. The patient received approximately 30 units bolus of insulin. Blood glucose was 580 when checked at this time. The clinician believes the pump was initially programmed incorrectly by the ER. As a result of the over infusion of insulin, blood glucose readings were ordered every 15 minutes and dextrose 50% was administered to prevent a drop in patient's blood glucose. It was reported that the blood glucose high was 1029 and low was 237. It was reported that there was no patient injury.

Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the there was an over infusion of insulin. The patient was initiated on an insulin infusion in the emergency room (ER) at a rate of 5.8ml/hr and transferred to the intensive care unit (ICU). While in the ICU, the infusion was titrated to 16.5ml/hr, to treat a blood glucose of 883. It was noted that "after a few minutes" the pump alarmed "free air" and the insulin bag was empty. The patient received approximately 30 units bolus of insulin. Blood glucose was 580 when checked at this time. The clinician believes the pump was initially programmed incorrectly by the ER. As a result of the over infusion of insulin, blood glucose readings were ordered every 15 minutes and dextrose 50% was administered to prevent a drop in patient's blood glucose. It was reported that the blood glucose high was 1029 and low was 237. It was reported that there was no patient injury.